Manufacturer narrative:
(B)(4). Batch # m53r75. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify how the device misfired? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? How was the device removed from the tissue once it "locked down"? Please describe what troubleshooting steps were taken to remove the device. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sigmoid resection procedure, the device mis-fired and locked down on the tissue. The device was opened and removed and the procedure was completed using a like device. There were no patient consequences reported.